Manufacturer narrative:
(B)(4). D10: 00877502802, item name bioloxa® delta, ceramicfemoral head, m, ã¸ 28/0, taper 12/14 lot # 3143910. G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure approximately 4 weeks post implantation due to a disassociation that occurred after a dislocation. During the repositioning, the bipolar cup and head dissociated. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the provided pictures identified the head/bearing/shell disassembled, no other information can be obtained from the image. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.